Event description:
It was reported by the customer that during a wisdom tooth removal, the drill began to feel warm, the bur guard then cracked at the tip causing a cut on the inner portion of the pt's lip. There were no stitches or medication for the cut prescribed. The pt was expected to make a full recovery.

Manufacturer narrative:
The bur guard involved in the reported event was evaluated. During the evaluation, the tech noted visual evidence that the bur guard melted. Most likely, the user did not perform the twist check to ensure the bur guard was snapped into place on the handpiece per the applicable IFU.